Event description:
It was reported by service report that there were exposed sharp edges on the unit as a result of a broken IV pole. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result, other - IV pole.